Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 16-oct-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the suspect product was evaluated and found that the plunger rod overrode the lens, cartridge tip damage and leading haptic was unfolded. No further evaluation was performed and no further issues identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this po. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) came out defective, so we had to use another j&j with the same model and diopter. No other information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, unknown/ asked but not available. Section d6b: if explanted, give date: not applicable, unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.